Event description:
It was reported that the patient experienced a prolonged low blood glucose episode lasting over two hours, with a nadir of 43 mg/dl, and believed the ilet delivered too much insulin; the patient treated the event with oral glucose. Symptoms included hypoglycemia with headache, sweating, and increased hunger. Outcomes included no lasting health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings were available and the available information was insufficient to determine a device-related problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial